Manufacturer narrative:
Continuation of d10: 5076-52 lead; implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient exhibited pacemaker medicated tachycardia due to retrograde conduction from the ventricle to the atrium. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated a pacemaker mediated tachycardia (pmt) issue. Corrected: b2; b5; h6 annex e; h6 annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pacemaker medicated tachycardia (pmt) due to the patient¿s retrograde conduction from the ventricle to the atrium. The implantable cardioverter defibrillator (ICD) was reprogrammed previously which was noted to improve the condition, however the patient was still experiencing pmt and was symptomatic. It was noted that the patient required more pacing in the ventricles recently, and the clinician stated a review of a treated episode detected in the ventricular fibrillation (vf) zone appeared to coincide with managed ventricular pacing mode operation. Further review of the episode data was consistent with a conduction check while in dddr. The clinician stated when they changed the pacing mode to dddr only without managed ventricular pacing, the patient immediately started to have pmt. Further reprogramming was performed to address the pmt in the new pacing mode, and leaving the device in dddr without managed ventricular pacing was discussed as the resolution for the observed behavior coinciding with the conduction check. The ICD remains in use. No further patient complications have been reported as a result of this event.